Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. Reviews of the complaint history, device history record, documentation, instructions for use (IFU), manufacturer¿s instructions, and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. While the lot number for the device was not provided, there were only two lots created for this device, and both were reviewed and found to be complete and without error. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with this device, which states the device is indicated for improving luminal diameter for the treatment of de novo or restenotic symptomatic lesions in native vascular disease of the above-the-knee femoropopliteal arteries". It should also be noted that stent strut fracture, restenosis of the stented artery and arterial thrombosis are listed as known potential adverse events within the IFU. The IFU then instructs the user that "the stent size should be selected so that the unconstrained stent diameter is at least 1 mm larger than the reference vessel diameter and no more than 2 mm larger than the reference vessel diameter". According to the supplier¿s investigation ¿at 1.5 years both stents were occluded however the occlusion was primarily related to a new occlusion involving the superficial femoral artery (sfa) at the superior end of the proximal stent. No significant neointimal hyperplasia (nih) of the device was demonstrated. Its occlusion was secondary to the adjacent unstented sfa occlusion. Had the sfa occlusion extended into the stent, partial telescoping of the stent with wire passage would have been prevented by nih. Consequently, the occlusion was thrombotic and the stent an innocent bystander.¿ based on the information provided and no product returned, investigation has concluded that this event cannot be traced to the device but to the patient¿s condition and intentional off-label use by the user. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6) 2019: the fracture is located in stent #2. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
Common name = stent, superficial femoral artery, drug-eluting. Product code = niu. (B)(6). PMA/510(k) number = p100022. (B)(4). This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available.

Event description:
It was reported, a patient involved in a clinical study with two zilver paclitaxel-eluting peripheral stents study stents experienced an occlusion/restenosis and thrombosis in the study lesion and stent fracture reported as possibly device related per the physician. The zilver stents from two different lots were placed during the endovascular index procedure on (B)(6) 2017. The study lesion was in the left distal superficial femoral artery (sfa), 80 mm in length. There was 99 % stenosis in the study lesion noted on baseline angiography, with mild calcification and two patent runoff vessels. The proximal reference vessel diameter (rvd) was 6.0 mm, the distal rvd was 6.0 mm. Pre-stent dilatation was performed with two inflations of a 5 mm x 60 mm balloon each for 120 seconds duration. The access site was ipsilateral. The two study stents were placed without difficulty. Post stent dilatation was performed with one balloon inflation of a 6 mm x 60 mm balloon for 120 seconds. Final angiography measurements revealed 0% diameter stenosis in the study lesion. The patient was discharged on (B)(6) 2017. Discharge medications were aspirin and clopidogrel. Five hundred nine days post-procedure, the patient was symptomatic of an occlusion/restenosis within the study lesion. Five hundred twenty-nine days post-procedure, the patient was treated for an occlusion/restenosis within the study lesion. There was 50-99% stenosis within the study lesion. The clinical signs and symptoms were worsening claudication and imaging results (angiography). Treatment included bare balloon angioplasty. The secondary intervention was successful with residual stenosis of <50%. Investigators opinion on relationship to device: possibly, neointimal hyperplasia. Investigators opinion on relationship to procedure: possibly, neointimal hyperplasia. It was reported the device did not malfunction or deteriorate in characteristics or performance. On the same day during the procedure for the occlusion/restenosis, the patient was diagnosed with a thrombosis within the study lesion which was treated with a thrombectomy. The patient exhibited rapid onset of signs and symptoms of the thrombosis. According to the study site, the angiographic appearance was highly suggestive of thrombus and thrombus was retrieved from the lesion. Investigators opinion on relationship to device: possibly, stent fracture distally investigators opinion on relationship to procedure: possibly, stent fracture distally. It was reported the device did not malfunction or deteriorate in characteristics or performance. It is unknown which stent was considered fractured, the site has been queried. A ¿possible¿ fracture was reported but, a specific stent was not indicated. The date of hospital discharge has not yet been provided. Per a phone call with the monitor, the site indicated both the occlusion/restenosis and the thrombus were known prior to the secondary intervention. Additional information has been requested from the study site.